Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery displayed a low power alert after being charged to 70% the day prior. The pump battery depleted 60% within one day. In addition, the customer was having difficulty charging the pump despite the attempt of multiple usb cables and power sources. Customer reported blood glucose level was 149 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.